Manufacturer narrative:
Investigation summary: troubleshooting determined this event to be consistent with a user-induced slide tracking error. The customer ran option 3 to clear the analyzer's incubator and two slides came out confirming that a tracking error had occurred. Human error was the cause of this event.

Event description:
A customer observed a condition code when calibrating glu on the dt60 analyzer. Glu was re-calibrated because the quality control results were out of range. This scenario is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.